Event description:
(B)(4). According to the information received, a balloon catheter was inserted and filled in the urethra at the level of the prostate. When the nurse wanted to empty the balloon and replace the catheter, was nurse was not able to empty the balloon. The nurse called the general practitioner on duty and he was not able to remove the catheter after cutting the connector and using a guidewire. An ambulance was called and the patient was transferred to a hospital. The urologist on duty could not empty the balloon and x-ray showed the that the balloon was asymmetric and filled on one side of the urethra. Seeing the balloon was not fully filled, the urologist pulled out the device with the filled balloon which was very painful to the patient. The catheter was destroyed.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.